Event description:
Iintuvie received a report indicating that during routine preventive maintenance (pm) testing an infusion pump failed the 30psi occlusion test, recording a pressure of 21psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
During routine preventative maintenance (pm) testing of an infusion pump, the 30psi occlusion test failed, recording a pressure of 21psi which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be component and calibration issue. The pressure sensor was replaced and recalibration of the device resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).